Event description:
Overdelivery of heparin reported. The pt was ordered heaprin at 7cc/hr and d5 o.45ns with 20meq potassium chloride at 75cc/hr. The night nurse set up the heparin as the primary line at 5:30am and set the d5 0.45ns with potassium chloride as the secondary line. When the day shift nurse went into the room to hang an antibiotic at 11 am, she noticed that the heparin was running at 75cc/hr and the d5 0.45ns running at 7cc/hr. A partial thrombo plastin time was drawn with results of >90 secs twice, drawn six hrs apart. The heaprin was discontinued and the d5 0.45ns rate changed to 75cc/hr. The pt was given protamine 25mg intravenously. The partial thrombo plastin time came down to within normal therapeutic limits within 12 hrs. The pt experienced some bleeding of peripheral intravenous sites and blood draw sites, vaginal bleeding, and possibly urethral bleeding. However, it can't be determined if the urethral bleeding was due to the heparin or if it was caused by a straight cath procedure performed that morning. The pt also experienced a hematoma on the right hip. No further info is available.